Manufacturer narrative:
Additional narrative: patient weight is unknown. Date of post-operative device breakage is unknown. Additional product codes for this report include: hrs and hwc. (B)(6). Manufacturing investigation evaluation: six (6) screws and one (1) plate were received for evaluation. Three (3) of the screws are broken in two (2) pieces at the level of the screw head. The etched numbers match with the data reported in the complaint. The returned screw was re-inspected for all the features pertinent to the complaint condition. Visual inspection confirms breakage in two (2) pieces - head and shaft. The crests of the thread are damaged due to use. The main screw head characteristics were measured. In order to verify the diameter in correspondence to the fracture, the head and the shaft were put together and checked against the transparent. No anomalies related to manufacturing process found were detected. The screw profile, and all the measured features, is within specification. Considering that all relevant measurable product features meet specifications, and no visual manufacturing-related defects have been identified, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. The complaint disposition is confirmed due to evidence that the screw is broken, but it is considered invalid as there is no evidence of issues manufacturing related. Device history record review: manufacturing location: (B)(4)- manufacturing date: june 5, 2015. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The raw material certificate has been reviewed. In the certificate it is reported that the material fulfills the specification. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that three (3) locking screw heads were discovered to be broken via post-operative x-ray. The patient was originally implanted with a locking compression plate (lcp) and screws on (B)(6) 2015. On an unknown post-operative date, the broken hardware was discovered. As a result, the patient returned to the operating room on (B)(6) 2016 to have the implants removed. The broken parts were in the proximal portion of the lcp plate. No additional information pertaining to the patient status or procedural outcome is available. Update: it was further reported that the patient harm was a femoral osteotomy (surgical adjustment to femur length). This report is 3 of 3 for (B)(4).